Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electro surgical generator unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi has received the iesu and the fa is still in progress. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted gynecology sacrocolpopexy with hysterectomy surgical procedure, the customer reported to technical service engineer (tse) that there was problem with the cautery aspect of da vinci. The customer detailed that error c-34 presenting which was confirmed on the logs on erbe. The customer confirmed that no sources of external electromagnetic interference was present. Tse advised possibly changing the mode of the monopolar energy may provide energy which caller changed from swift to forced but surgeon not currently using monopolar. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse confirmed that monopolar energy was not working during the procedure so the procedure was completed without monopolar energy. No other information was available at this time. No patient demographics were available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The integrated electro surgical unit (iesu) was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The reported issue was confirmed through system logs, which showed multiple c-34 errors recorded on (B)(6) 2025, with the initial occurrence on the same date. An m-11 error was also logged on (B)(6) 2025. Upon visual inspection, the unit was found to have a minor scratch or damage at the bottom of the specification label. When tested on the system, the unit generated a c-34 error upon startup on (B)(6) 2025, which changed to a c-00 error within 10 seconds in the same error window. Additional m-0b and c-00 errors were observed in the iesu logs. The iesu will be sent to the original equipment manufacturer (OEM) for further investigation. The complaint was confirmed based on the field evaluation and failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the iesu. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.